Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported misalignment of the clip and delivery catheter (dc) shaft appears to be related to procedural conditions, as the position of the stabilizer resulted in angulation between the clip and dc shaft/l-lock tabs. As a result, the clip did not deploy initially (difficult deployment) and was; therefore, a secondary effect of the misalignment. In addition, the reported partial clip movement on the leaflet appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat grade 4, mixed mitral regurgitation (mr). The first clip delivery system was advanced to the mitral valve. Grasping was performed, reducing mr to grade 1. Deployment steps were performed; however, upon retracting the actuator knob, it was noticed, under fluoroscopy, that the clip did not release from the cds. Trouble shooting steps were performed. The steerable guide catheter (sgc) was re-aligned to the clip and the clip was successfully deployed. After deployment, a lateral jet opened and mr increased to grade 2. It was believed that the additional movements with a clip may have resulted in the clip shifting in orientation or rotation which opened this lateral jet; however, there was no leaflet or chordal damage. A second clip was implanted lateral to the first and mr was reduced to grade 1. The procedure was then concluded, successfully. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.